Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on unknown date, this patient underwent total arch replacement, elephant trunk procedure, and stent grafts implantation for stanford type a aortic dissection using non-gore devices. On (B)(6) 2021, a new tear was observed and a pseudoaneurysm was found at the thoracic descending aorta, and the patient underwent re-intervention using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. After inserting the sheath through the guidewire (lundquist double curve wire) from the left femoral artery, two gore® tag® conformable thoracic stent grafts with active control system were implanted. With the dilator in place, the sheath was withdrawn to the left femoral artery, and digital subtraction angiography was performed. The digital subtraction angiography identified contrast medium outflow outside the vessel and bleeding in the left external iliac artery. A stent graft (vbx / 7mm x 79mm) was implanted in the left external iliac artery to treat the bleeding. The patient tolerated the procedure.